Event description:
International complaint received reporting tubing occluded at the female connector, this was noted before any attempt to use. No pt involvement, no additional information available.